Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was going into the memory mode upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B)(6) 2010, the patient noted the reported meter displayed the memory mode upon inserting the test strip; she was unable to test her blood glucose level. The patient continued to take her usual dose of the oral diabetes medication metformin 1000 mg twice per day. On an unspecified date afterwards, the patient experienced the symptoms of blurred vision and headache. She did not seek any medical attention or treatment. The issue was resolved during the troubleshooting telephone call. The meter, test strips and control solution were replaced. The patient's testing technique may have been incorrect, leading to the meter issue. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.